Event description:
The pt was implanted with a left ventricle assist device (lvad). It was reported by the vad coordinator that an lvad exchange took place due to suspected thrombus. The pt's power was >10 watts and the pt became unstable. Inr was never below 1.5 and there was thought there may have been a low flow state. The lvad was exchanged for another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.